Manufacturer narrative:
Vyaire technician verified the reported issue. Technician connected a known good patient circuit, ac adapter, and vt plus flow analyzer. Failed the initial final test at flow and volume performance test 4, with vti at 400ml the actual reading was 314.9ml. Reseated the modules and replaced blower outlet seal and the blower inlet seal with a known good one and passed with a vti of 343.5ml. Root cause is the blower outlet seal. And the blower inlet seal and they will be scrapped due to damage.

Event description:
The customer reported the ventilator motor seems very weak and not delivering a full breath on the revel ventilator. The customer reported the patient was switched over to another ventilator. At this time, there is no information regarding patient harm associated with the reported event.